Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 165 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Additionally, it was reported that the customer miscalculated the amount of carbohydrates when delivering a bolus which caused a blood glucose (bg) level of 65 mg/dl. Customer ate carbs to address bg level.